Manufacturer narrative:
(B)(4). Date sent: 02/06/2020. D4: batch # t5e288. Device analysis: the analysis results showed that the tx60g device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria event could not be confirmed as no malformed staples were noted and the device performed without any difficulties noted during the functional testing, the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a tumor debulking procedure, were stapling on the colon, closed on thick tissue and when the physician went to squeeze the handle the device 'popped' open and the staples didn't form properly. He tried it again and completed the case with the device. There were no patient consequences.